Manufacturer narrative:
A philips remote service engineer provided a quote for replacement touchscreen. The quote has expired, and the case file was closed due to lack of customer response. Based upon the device evaluation and service performed, the customer¿s alleged malfunction was not confirmed. No replaced parts were returned; therefore no root cause was determined. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device's touchscreen was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The investigation is ongoing.